Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 584mg/dl. The customer stated that they woke up with body hurting and treated with insulin pump. Customer's blood glucose value was 83mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017. The drive support cap appeared normal. There were no leaks or air bubbles. Insulin pump time was found inaccurate and then was corrected. Basal rates and bolus history were found accurate. The product will not be returned for analysis.